Manufacturer narrative:
The main component of the system and other applicable components are: product ID : 37651, serial#: (B)(4), product type: recharger. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported that out of regulation (oor) has been showing intermittently and an error code 375. A recent x-ray has been taken, all looked fine. The rep asked if it looked like the extensions had come around the front of the implantable neurostimulator (ins) and it was stated no. The patient was able to recharge fine otherwise. There was an open circuit which involved contact 3 on the left. The patient's previous setting (involving contacts 1<(>&<)>2) resulted in an intermittent change of impedance from normal to an open circuit. The device has been changed to a new setting which was fine therapy wise, but the patient had some issues psychologically on this setting previously so they were keeping a very close eye on him. The rep reported six days later that the 375 code appeared only once and there has not been any issues since. The rep has offered to replace the patient's recharging system, it was suggested to the patient to pick up a new one at his next visit with his physician. In regard to the oor, the patient's programmed electrode settings were changed. The patient was currently receiving suitable therapy.